Event description:
It was reported that chest pain and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted after a single attempt with zero recaptures. While in the recovery area post implant, the patient complained of chest pain and had a drop in blood pressure. A transthoracic echocardiogram (tte) was done bedside, and no sign of pericardial effusion was noted. A pre-procedural transesophageal echocardiogram (tee) was done right before the implant and there were no noticeable changes post implant. No further intervention was required, and the patient made a full recovery and was discharged the following day.

Event description:
It was reported that chest pain and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted after a single attempt with zero recaptures. While in the recovery area post implant, the patient complained of chest pain and had a drop in blood pressure. A transthoracic echocardiogram (tte) was done bedside, and no sign of pericardial effusion was noted. A pre-procedural transesophageal echocardiogram (tee) was done right before the implant and there were no noticeable changes post implant. No further intervention was required, and the patient made a full recovery and was discharged the following day. It was further reported that one day post procedure, the patient experienced a pericardial effusion and pericarditis.

Manufacturer narrative:
B5: describe event or problem - updated to include pericardial effusion or pericarditis. H6: patient codes - updated to include pericardial effusion or pericarditis.